Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 there were 4 air detected in cassette warnings. The patient cancelled treatment and when the cassette was removed there was fluid found in the pump module area. Fluid was leaking from the inside area of the pump door. The patient also encountered a message of do not insert cassette. In a follow up, the patient verified the report of fluid leak as well as issues with cassette door message. The patient confirmed there was no harm, adverse event or intervention associated with the fluid leak event. The patient said that due to the cassette door message, he was issued a new cycler which is working well with no other issues. He was able to do manual treatments prior to getting new cycler. The complaint cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 there were 4 air detected in cassette warnings. The patient cancelled treatment and when the cassette was removed there was fluid found in the pump module area. Fluid was leaking from the inside area of the pump door. The patient also encountered a message of do not insert cassette. In a follow up, the patient verified the report of fluid leak as well as issues with cassette door message. The patient confirmed there was no harm, adverse event or intervention associated with the fluid leak event. The patient said that due to the cassette door message, he was issued a new cycler which is working well with no other issues. He was able to do manual treatments prior to getting new cycler. The complaint cycler is available to return for investigation.